Event description:
Pt alleges her autoimmune system is deteriorating. Operative report states pt has bilateral pectoral scar contracture bands going across the upper portion of both breasts which deform the breasts and also cause the pt contracture pain.